Manufacturer narrative:
According to event description no fall or near fall and no injuries occurred. The evaluation of the knee joint showed a defective solder joint in the dms tube adapter. As a result, unexpected changes of the output signal can lead to unintended changes of the hydraulics' damping characteristic, which could cause the patient to fall. Therefore it is likely that the device or a similar device could cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Customer reports sometimes cleg is loose, it did not change modus and in normal modus it vibrates and fails.